Event description:
It was reported that the customer received a no delivery alarm. It was also stated that the buttons on the insulin pump are hard to push. Customer's blood glucose level at the time 10mmol/l. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.